Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported rupture of the right side device and "suspected focal lesion" confirmed via MRI and mammography. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.

Event description:
Patient reported rupture of the right side device and "suspected focal lesion" confirmed via MRI and mammography. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.